Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4)

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate optical sensor alarm. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h5, h6(medical device code, investigation type, investigation findings, investigation conclusion, component code), h11. Esp reviewed the nature of the alarm and why it would be triggering in this patient scenario. Esp then explained the option to switch over to the inner lumen to compare the two waveforms. Esp suggested that if the waveforms were similar and the transduced art line waveform also had artifact that the catheter was likely out of position, and they would need to get a cxr to assess catheter tip position. Esp explained that once the catheter was back in optimal position and/or she had a better waveform, she should try to calibrate the fiber optic sensor again.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate optical sensor alarm and there was irregular waveform and whip in signal. There was no harm or injury reported.